Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low reservoir alarm due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low reservoir alarm and customer experienced the high blood glucose. The customer's blood glucose was 27.2 mmol/l. The customer was treated with the insulin pump. The customer was advised to discontinue use of the insulin pump and go to back up plan and the insulin pump will need to be replace. The insulin pump will be returned for analysis.